Event description:
It was reported that prior to use on patient the cardiosave intra-aortic balloon pump (iabp) had an alarm for gas gain. There is no patient involvement; however there was no adverse event reported.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6), spoc: (B)(6)).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the pneumatic module assembly which corrected the gas gain error in circuit. The iabp unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on patient the cardiosave intra-aortic balloon pump (iabp) had an alarm for gas gain. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported